Event description:
It was reported that a patient underwent a water vapor therapy procedure due to urinary retention. Following the water vapor therapy procedure, the patient was hospitalized due to fever. There is a high possibility that the fever was caused by an infection following the procedure. When a CT scan was performed, an abscess-like shadow was observed in the prostate tissue. Treatment, such as administering antibiotics, will be performed.